Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately six months and nine days later post port placement procedure for intravenous access, the port catheter allegedly had fractured. It was further reported that the fractured catheter migrated into the right ventricle. Reportedly, the fractured catheter and the port was removed and new port has been implanted. However, the patient was expired and the cause of death was not related to the device.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation, medical records were provided for review. Medical record review states that the patient underwent left infuse port catheter placement procedure. Seven months later, a computed tomography of chest without contrast study was performed for port placement which showed fractured venous port catheter with migration of segment into the right ventricle. Therefore, the investigation is confirmed for the reported fracture, material separation and migration. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based on the available information the definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately six months and nine days later post port placement procedure for intravenous access, the port catheter allegedly had fractured. It was further reported that the fractured catheter migrated into the right ventricle. Reportedly, the fractured catheter and the port was removed and new port has been implanted. However, the patient was expired and the cause of death was not related to the device.